Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received with the handle components, carriage components, and the front grip components detached from the delivery catheter system (dcs). The device was received with the capsule partially opened. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The front grip components appeared intact with no evidence of damage. The carriage components appeared intact with no evidence of damage. Both tab 3 and tab 4 were observed to be detached from the male actuator component. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Actuator separation is typically associated with broken or damaged actuator snap fit tabs, either one tab or both, which hold the actuator together. The carriage was also observed to be separated, most likely due to the actuator no longer securing the carriage components in place. An image was received from the account showing the separated actuator and carriage, however the front grip was observed to be attached in the image. The description of the event does not indicate that front grip components detached during the event. The front grip separation may have occurred during return transport for analysis, however the cause cannot be determined with the available information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the third valve recapture, the blue handle on the delivery catheter system (dcs) broke. The physician attempted to assemble the two portions however the deployment knob then opened too. The valve was unable to be recaptured and the valve was deployed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.